Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report there was no voltage at the fill valve on a 132 gallon dry acid mixer. It was reported that the mixer was not filling. Additional details were obtained through follow-up with the biomed. The biomed stated a burning smell was noted in combination with the mixer not filling. The biomed was unable to figure out where the smell was coming from at first. They initially replaced the control board, but that did not resolve the issue. The new control board got fried (or ¿smoked¿) after being installed. The biomed eventually realized it was due to a bad fill valve. The biomed reported seeing a spark come from the fill valve and was able to trace the burning smell to this component. Per the biomed, there was no power coming from the fill valve and both the fill valve and fill valve cable displayed evidence of burn damage. To resolve the reported issue, the biomed installed a new control board (again) with a new eeprom chip, and then they replaced the fill valve and fill valve cable. The damaged fill valve and fill valve cable were not available to be returned for evaluation; they were reportedly discarded. There were no signs of smoke, flames, melting, or arcing. Other than the charred fill valve and cable, no further damage was identified. The damaged parts were original fresenius parts. The biomed confirmed the mixer was plugged into a ground-fault circuit interrupter (gfci) outlet. After the repair was completed, the mixer was returned to full functionality. There was no patient involvement and no treatments were impacted due to the reported issue. The biomed stated they had enough acid in the tank to hold them over until the mixer was repaired. No photos of the damaged components could be provided.